Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the device broke; however, the procedure was reportedly completed with the same device without patient injury or surgical delay reported. It has not been reported whether any broken fragments fell into and/or were retrieved from the patient. Requested clinically relevant supporting documentation was not provided for review. Based on the limited information provided the root cause of the breakage could not be determined. The device was manufactured and intended as an externally communicating device and is not approved for long term internal tissue exposure and long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka the journey tibial impl impactor has been smashed in (instruments inside the patient) the procedure was completed without delay using same device. No patient injury or other complications were reported.